Event description:
It was reported the coil deployed prematurely and stretched out of the target location. Multiple embold fibered detachable coil systems were selected to embolize the gastroduodenal artery (gda) for an upper gastrointestinal bleed. Two 5x15 embold fiber coils were deployed successfully in distal gda. At the gda origin, the 6x20 was difficult to deploy and stretched, causing a few cm of stretched coil to remain in the common hepatic. The physician does not believe that the patient will have any adverse effects from the coil. The gda measured 2.3 distally and 2.5 at the origin. No patient complications were reported.